Manufacturer narrative:
H4: the lot was manufactured between january 17-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 46 hours; however, the actual completion time was 16 hours longer than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.